Event description:
Reportedly in 2006, the pt underwent colon resection surgery to remove small bowel lesions. Multiple malignant tumors were found. The pt was brought back to the or 14 days later complaining of severe abdominal pain and cramping. The ER diagnosed pt with abdominal distention. The pt was brought to the or. The surgeon found the fascia was fine but the suture was broken. The surgeon cleaned the area and resutured with non absorbable suture using interrupted stitches. Per surgeon,the tissue was fine. Pt as of 3 weeks later was stable but still in hosp. No add'l info.

Manufacturer narrative:
Two clinical pieces of suture were examined under magnification. No material defects were observed. The suture appears to have broken under stress. The condition of the samples precluded any function tensile strength testing. During a routine review of our complaints, this ftr was re-evaluated. Because the info in the event description is insufficient to support a conclusion that an adverse event did not occur, the complaint will be reported to the FDA as an adverse event.